Event description:
It was reported that the left ventricular lead exhibited loss of capture and it was suspected that the lead had dislodged as a result of twiddlers syndrome. The lead was repositioned successfully. No patient symptoms were reported.

Manufacturer narrative:
(B)(6).